Manufacturer narrative:
Review of the provided information shows that the reported event is not an issue, but is an normal behaviour the gender information was added during a previous update, therefore, if the user made a reasearch for a patient who was registered before the update, its gender information will not appears. No general malfunction is suspected with the device. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on 21-may-2025, all gender information were deleted from the telemedicine platform.